Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-aug-07, additional information was received from the patient via a manufacturer representative (rep). Additional information received indicated that the patient was admitted for medical reasons and it was not related to the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 07/31/2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) and a patient regarding a patient receiving fentanyl (140 mcg/ml, 21 mcg/day), prialt (20 mcg/ml, 3 mcg/day) and baclofen (250 mcg/ml, 37.5 mcg/day) via an implantable pump for non-malignant pain. On (B)(6) 2018, the patient heard a non-critical alarm for low reservoir. On (B)(6) 2018, the patient heard a critical alarm for empty reservoir. The pump was refilled on (B)(6) 2018. The patient reported they were admitted to the hospital causing them to not be able to get the pump refilled.